Manufacturer narrative:
Pontes l, silva srd, lima ap, sandri lcs, batistela ap, danski mtr. Incidents related to the hickman catheter: identification of damages. Revista brasileira de enfermagem. 2018 jul-aug;71(4):1915-1920. Doi: 10.1590/0034-7167-2017-0051. H11: as the lot number for the device was not provided, a review of the device history records could not be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported in the journal of "revista brasileira de enfermagem" of article titled, "incidents related to the hickman catheter: identification of damages" that sometime post central line placement procedure by using bard hickman catheters to identify the damages resulting from incidents with the hickman catheter, out of one hundred and ninety records of incidents, eighteen occurrences related to hickman catheters. It was further reported that six occurrences of catheter fractures, three occurrences of traction and nine occurrences of catheter obstruction. There was no reported patient injury.

Manufacturer narrative:
H11: pontes l, silva srd, lima ap, sandri lcs, batistela ap, danski mtr. Incidents related to the hickman catheter: identification of damages. Revista brasileira de enfermagem. 2018 jul-aug;71(4):1915-1920. Doi: 10.1590/0034-7167-2017-0051. Manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: the physical device was not returned for evaluation. No photos were provided for review. The investigation is inconclusive for the reported fracture, obstruction of flow and traction issues as no objective evidence was provided for review. A definitive root cause could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. D1, d2 (common device name), d4 (medical device catalog #), g2, g3. Section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported in the journal of "revista brasileira de enfermagem" of article titled, "incidents related to the hickman catheter: identification of damages" that sometime post central line placement procedure by using bard hickman catheters to identify the damages resulting from incidents with the hickman catheter, out of one hundred and ninety records of incidents, eighteen occurrences related to hickman catheters. It was further reported that six occurrences of catheter fractures, three occurrences of traction and nine occurrences of catheter obstruction. There was no reported patient injury.